Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap gastric banding. According to the reporter: the shield (blue guard) came apart from the bladeless tip. Tissue got trapped between blue shield and the white fin causing it to crack. The piece was retrieved without injury to the patient. No harm to the patient. No bleeding reported, no delay in operating reported. No patient injury was reported.